Manufacturer narrative:
Concomitant products: product ID: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. It was later replaced on the other side of the chest. No further patient complications have been reported as a result of this event.